Event description:
A cartridge change error was reported with the pump, and there was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.